Event description:
A sales rep reported to baxter corporate product surveillance a clearlink continu-flo set in which a leak was observed. According to the report, the set leaked from an unknown location during the administration of anesthesia and resulted in an underinfusion of medication to the patient. The total IV anesthesia was set up, so it tunneled underneath the patient to the anesthesiologist. The event resulted in the patient "feeling the procedure". The event occurred during infusion. There was patient involvement, but no other patient injury or adverse event was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.